Manufacturer narrative:
On 10 september 2020, the initial 30-day FDA 3500a report was submitted without the health effect - impact code in section h6, because since the release of version 3.32.01 on 05 september 2020, the health effect - impact codes filter dialog failed to show up when clicking the + button. On 12 september 2020, leica biosystems melbourne received an email from the FDA e-submitter team that the issue has been resolved. This follow-up #01 report is to provide the missing health effect - impact code for section h6.

Manufacturer narrative:
Based on the information provided by the complainant, it was determined that the tissue samples exhibiting sub-optimal tissue processing were derived from the, "factory 8hr xylene standard 1" protocol comprising 216 cassettes, which started in retort b at 12:53pm on 09 august 2020 and completed at 05:00am on 10 august 2020. No event/error codes were recorded during execution of this protocol. The "factory 8hr xylene standard 1" protocol, which is of 8 hours and 6 minutes duration, has been validated by the laboratory, and was last modified on 24 june 2020. The discrepancy between the measured and calculated ethanol concentration in bottles 8 and 9 (ethanol) would have had a minimal impact on the quality of tissue processing reported because there were three (3) more dehydration steps in the protocol after these reagents were used for the second and third dehydration steps respectively of the "factory 8hr xylene standard 1" protocol started in retort b at 12:53pm on 09 august 2020. Further, there was no evidence in the instrument logs to indicate that any use error(s) occurred during replacement of the reagent in bottle 9 (ethanol) on 02 june 2020 and in bottle 8 (ethanol) on 09 june 2020, and these reagents had been used for 52 and 42 previous processing runs respectively without reported incident. The root cause of the discrepancy between the measured and calculated concentration in bottles 8 (ethanol) and 9 (ethanol) could not be unequivocally determined from the information available. However, contributing factors may include processing more cassettes than entered when the user software prompted for the number of cassettes to be entered, or a carryover setting lower than that required for the tissue type and size being processed. Information documented by the leica senior field applications specialist - core histology details that the tissue samples exhibiting sub-optimal processing were breast biopsies with a size of 1-20mm. Section 8.2.1 of the leica peloris/peloris ii user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness, and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the size/type of the tissue samples being processed. Since the release of verion 3.32.01 on 05 september 2020, the health effect - impact code filter dialog box failed to show up when clicking on the + button. An email has been sent to e-submitter to request assistance with resolving this issue.

Event description:
The complainant contacted leica biosystems and reported the following in relation to peloris ii rapid tissue processor serial number (B)(4): I need to have someone come in to check the alcohol percentages again on the peloris ii. Our tissue is not processing correctly (especially breast) and I think we may have the same issue as the last time. It started 2 weeks ago but last week we were out of power because of the horrible storm. The assigned leica senior field applications specialist - core histology (fss) documented the following information reported by the complainant: "customer states that tissue has been "crunchy' mostly breast biopsies. Over processed. Even with soaking, tissue has been hard to cut. On 11 august 2020, the fss contacted the laboratory by telephone in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following information: customer states that for the past two weeks, they have been experiencing over processed tissue. Their breast biopsy samples have been significantly affected. The customer had been putting runs on a delay in an effort to give the tissue extra time in formalin. For the affected run mentioned above, the tech who loaded the run, did not remember to delay the run to give more fixation time. Customer states that samples are received on and off site their facility. Customer lost power from august 4-8 due to inclement weather. Customer will provide hydrometer readings in the a.m. Station 3 ethanol has been onboard the instrument for 119 days and station 7 ethanol has been onboard for 131 days. Default number of cassettes has been set to 300. All tissue diagnosed. The fss further documented that the tissue samples exhibiting sub-optimal processing were derived from one (1) "factory 8hr xylene standard 1" protocol comprising 216 cassettes executed in retort b, which started at 12:53pm on 09 august 2020 and completed at 06:24am on 10 august 2020; the type of tissue was breast biopsies with a size of 1-20mm. On 11 august 2020, the complainant measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software exceeded the acceptable limit of 5% in bottles 8 and 9, based on the information provided. The measured ethanol concentration in bottles 8 and 9 was 72% and 60% respectively and the calculated concentration was 92% and 87% respectively. The fss instructed the complainant to replace all the reagents on the instrument and change the default cassettes count to 150. The fss also documented that the quality of tissue processing from the validation run(s) performed following full reagent replacement was satisfactory; and that provided training would be provided to the grossing and embedding technicians. On 11 august 2020, leica biosystems received information that all cases involved in this event were diagnosable.